Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had been alarming upstream occlusion. The patient had been instructed to take the pump out of the bag and straighten the tubing. The pump had continued to alarm. The patient had then been instructed to remove the batteries and call the clinic according to the special facility list. The patient had agreed to call immediately. Volume was 10.5 ml. The event occurred while in use with a patient. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.